Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced stimulation in the wrong location, and stimulation "not feeling right", following a MRI scan of the head on (B)(6) 2011. The patient's left-side stimulation was set at 0.0 volts. The patient, however, received stimulation down both legs, and also "creeping up" the right side of the stomach which had not occurred before. The implantable neurostimulator was turned off prior to the MRI, and the patient was able to turn it back on after the MRI was completed. While in the MRI field, the patient did not experience any pain, shocking, or jolting. But, there was "some warming" of the pocket site felt at that time. The day after the MRI, the patient's device began "acting funny," and had a difficult time communicating with the programmer and the recharger. The skin over the device felt "itchy," like it was "on fire." No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.